Event description:
The lay user / pt contacted lfs on (B) (6) 2010, alleging inaccurate high readings on her one touch ultra 2 meter. A medical surveillance specialist (mss) spoke to the pt on (B) (6) 2010 and obtained the following info. The pt mentioned that the alleged reported issue began sometime either (B) (6) 2010 or (B) (6) 2010. The pt claims that she compared her meter to the lab. She obtained a 366 mg/dl on her meter and the lab result was 354 mg/dl. It was noted that the sample site to obtain the blood glucose reading on the lfs meter was incorrect. The pt mentioned they took the sample from the vein. Customer care advocate (cca) advised the proper testing procedure. She also claimed on an unspecified date and time, she was in (B) (6) and tested and obtained a result in the 200's and did not exhibit any symptoms. She then took insulin and approx 45 minutes later she developed symptoms of feeling sweaty and shaky. She ate more food/drink. She did not receive any further medical treatment. The product was replaced. The complaint is being reported since the pt alleged that due to the elevated reading, she took insulin and later developed symptoms suggestive of hypoglycemia and had to self-treat with food.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.